Event description:
It was reported that during use of this micro scissor instrument in a knee arthroscopy, the tip broke off in the patient's joint. This resulted in a 45 minute delay as the surgeon needed to make an incision to retrieve the detached tip.

Manufacturer narrative:
Investigation findings: the instrument was received for investigation without the detached tip. A visual examination found that the cutter was broken off. Further examination found the metal was damaged, rolled back, where the break occurred. A review of conmed linvatec's repair history found no repairs for this device. The customer will be contacted with these findings.